Event description:
Healthcare professional reported of an left side device: "rupture". The device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Healthcare professional reported of an unknown side device: "rupture". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported of an unknown side device: "rupture". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6